Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. A product evaluation could not be performed and the alleged product issue could not be confirmed. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, an embolization coil implant unexpectedly detached in a catheter. The delivery pusher was removed from the catheter and then a guidewire was used to push the implant into the aneurysm. There was no reported patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. A product evaluation could not be performed and the alleged product issue could not be confirmed. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, an embolization coil implant unexpectedly detached in a catheter. The delivery pusher was removed from the catheter and then a guidewire was used to push the implant into the aneurysm. There was no reported patient injury or intervention.